Manufacturer narrative:
Evaluation summary: the analysis results found that when attempting to activate device a on a generator gave an error code 5. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." Device b was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.

Event description:
It was reported that the max button on disposable began to activate intermittently during procedure. A second disposable was used in which the max button started activating intermittently toward the end of the procedure. The foot pedal was used to complete case with no patient consequence.